Event description:
The following report was received from the affiliate: one hour after the coronary intervention, abnormal results were confirmed on ECG. Cag was conducted and thrombus was observed inside the cypher stent. To treat the thrombus, poba was conducted with a 2.5xunkmm sprinter balloon. Inflation time and pressure are unk. This was followed by deployment of a 2.5x28mm cypher des, which was implanted distal to the initially implanted cypher. Physician's comment: the cuase of the thrombotic event was because the dissection at the distal edge of the cypher remained untreated.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal lad. The lesion was a de-novo, eccentric, flexion and cto lesion; classified as type c. The lesion length was 23mm and the vessel diameter was 3.5mm. Pre-dilation was conducted with a 3.5x14mm balloon at 16atms for 30seconds. A 3.5x23mm cypher des was deployed at 18atms for 30seconds. Post-dilation was conducted with a 3.5x14mm balloon at 20atms for 30seconds. Ivus was conducted. A dissection was confirmed as occurring at the distal edge of the cypher stent. However, remained untreated because the physician judged that it was not a big issue by ivus. Timi flow pre and post procedure was 0 and iii. The residual % of stenosis was 0%. Act was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.